Event description:
The customer observed higher than expected quality control results using vitros chemistry products phbr slides on a vitros 5,1 chemistry system. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that biased vitros phbr results occurred on quality multiple control fluids processed on the vitros 5,1 fs chemistry system. The root cause was instrument related. An ocd field service engineer replaced the carrier tip assembly and tubing of the immunowash subsystem to mitigate the issue and return the system to expected operation. Subsequent phbr control fluid results were within expectations.